Event description:
The patient was ordered for a continuous fentanyl infusion with instructions to "titrate by 25mcg per hour every 1 hour. If needed, use bolus doses between titrations"; thirty-four minutes later the patient received a fentanyl injection of 100 mcg intravenously prior to the continuous infusion being initiated. A few hours later the following took place. At 5:54 am, the first bag of fentanyl (2500mcg/50ml) started at 50mcg/hr (1ml/hr). At 6:42 am, the rate/dose of the infusion was verified at 50mcg/hour. At 7:29 am, nursing handoff occurred between the night and day shift nurse. At 9:45 am, the day shift nurse noticed bag ran dry (3 hrs 51 mins after being initiated. At 10:04 am, a new bag initiated at a rate of 50 mcg/hour. At 11:00 am, the patient became hypotensive and bradycardic. The nurse went to check on the patient and noticed the second bag empty; the doctor was immediately contacted. The patient was started on norepinephrine to sustain his heartrate and blood pressure. The patient received 5,000 mcg of fentanyl over 4 hours and 56 minutes.